Event description:
The patient reported that the ezbolus button is worn down and is not responding properly.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, the up arrow key contact was observed to be misaligned. All key contacts spring back when pressed. There was evidence of keypad adhesive found under all key contacts.